Manufacturer narrative:
E1 phone: ext 72178 investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the products appear to feature a smaller diameter than previously. Every 3.0 ett used since february has been affected. Normally the 8fr suction fits easily through the 3.0 ett; however, with use in current products, they will not advance beyond 14cm. Hospital is now having to use smaller suction catheters than standard care ¿ changed inline suction catheter to a 6 french. Rt have located older product within the hospital and confirmed older product has no issue with diameter size. There was patient involvement (2events). Outcome- increased leak around ett and 8fr suction catheter changed to 6 fr to sxn. It caused extra intubation. Two events were reported (emdr-19934 and emdr-20613). This is the first malfunction for the related reports.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device sample was received in used condition with the pouch open inside a plastic bag. During visual inspection, no visual defects were found. An occlusion test was performed, and the device failed. The complaint was confirmed as the device dimension was out of specification. The complaint fault has been escalated to address a full root cause investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.